Event description:
Patient reported "focal formation on the right breast, solitary cystic structure with high protein content", "single fold on the medial portion of the implant", "moderate swelling" and "ptosis". This record is for the right side. Device has been explanted and is not available for return.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "ptosis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: appropriate term/code not available for visibility/palpability (ptosis).